Event description:
In early 2009, the lay user/patient contacted lifescan (lfs) alleging she developed symptoms of shaking and feeling sick to her stomach approximately 12 days after her one touch ultra meter started to display the "apply sample" message. The patient administered self-treatment with more food/drink at 4pm three days prior. No blood glucose results, symptoms, or other forms of treatment were reported. The cca went through troubleshooting with the patient and noted that the "apply sample" issue was unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia after the "apply sample" issue began. In addition, the reported issue was unresolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.